Event description:
Additional information was reported by the consumer on (B)(6) 2016. It was reported that the pump was removed on (B)(6) 2016 because it kept flipping in their body and they did not want the pump anymore. It was reported that the pump had started flipping in (B)(6) 2015 and the pump had been moved from their back to their abdomen and in (B)(6) 2016 it had come out again. Additional information was reported by the healthcare professional on (B)(6) 2016; the hcp could not confirm the adverse events.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the pump slipped out of the pocket from the hip to the buttocks area. The health care provider (hcp) did not have privileges at the hospital to admit her to the surgery and the surgeon would not do the surgery to move the pump unless the hcp was present at the procedure. (The managing hcp was not returning the surgeon's calls). The indication for use was non-malignant pain. The system was delivering prialt at 0.5mcg/day. The concentration and lot number were unknown. The timeline of the pump movement, troubleshooting performed, actions/interventions taken, and the cause of the pump movement were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.